Manufacturer narrative:
In the case description, the user mentioned being unable to power on or reset the pdm. The returned pdm was able to power on and get past the loading screen with no issues after inserting batteries. No power sensitivity issues were observed during investigation of the pdm. The pdm was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, pdm malfunction and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's daughter that on (B)(6) 2021 the patient's personal diabetes manager (pdm) stopped working. They stated that the patient had not received insulin for a day so they brought them to the local emergency room. The patient received intravenous therapy with fluids and an insulin drip. The patient was also given procardia and metoprolol during their stay.